Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the low glucose alarm did not trigger from the adc device. The customer became sweaty and experienced seizure. The customer was taken to the hospital where they received unspecified treatment for hypoglycemia and indicated that they were hospitalized from (B)(6) to (B)(6); customer was initially admitted into the intensive care unit and transferred to the normal ward. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the low glucose alarm did not trigger from the adc device. The customer became sweaty and experienced seizure. The customer was taken to the hospital where they received unspecified treatment for hypoglycemia and indicated that they were hospitalized from 07 sep to 15 sep; customer was initially admitted into the intensive care unit and transferred to the normal ward. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction for mfg report 2954323-2022-43809 as the section h10 has been updated.